Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that "??? Or hour glass icon in status box" occurred. The sensor was inserted into the abdomen on (B)(6) 2023. During the entire day of the event, the patient was not getting cgm readings and he did not realized that he was already low at that time. The patient started to feel dizzy and fell. He got abrasion on his head due to the fall. The patient self-treated with chocolate and the sister took him to the hospital. When they arrived at the emergency room, patient was already recovered. They took a bg reading but the patient could not remember the value. There was no medication provided at the hospital. At the time of the report the patient was fine and stable. There were no bg nor cgm values reported during the entire event. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.